Event description:
It was reported that (1) device was used during a c-section. It was reported by the affiliate that the pmw35 staples would not form properly. Another instrument was used to complete the case. There was no consequence to the pt.